Event description:
A baxter service technician reported finding a colleague cx infusion pump with an intermittent stop key on the channel b pumphead keypad. This event occurred during product evaluation. No patient injury or medical intervention had been reported related to the device. No additional information is available. Uim master software versions with a software configuration number ending in (B) (4) will be categorized as unremediated.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. A non bsc stent was placed in an unspecified target lesion and approximately one year later the patient presented with in-stent restenosis. The lesion was predilated with a 2.5mm non bsc balloon and then a 3.50x16mm taxus liberte stent was advanced to the lesion; however, the device was unable to cross the lesion. The device was removed from the patient and it was noted that the stent was damaged. The procedure was successfully completed with a different device, followed by postdilation with a 2.5mm non bsc balloon. No patient complications were reported with the patient's current condition is listed as 'good'.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4) during service, an "intermittent stop key on the channel b pumphead keypad" was discovered. The pump head module (phm) key pad was replaced. The pump passed all functional tests and was returned to the customer. There is an ongoing CAPA investigation, (B) (4) that is associated with this report.